Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc was granted permission to remotely connect to the customer's instrument. The ccc reviewed the data provided. The customer's quality control (qc) was in range at the time of the event. The customer cleaned aliquot probe and drain. The customer ran check 1, resulting within range. The instrument was reset. A precision study was performed, resulting within range. The cause of the discordant, falsely depressed urinary cerebrospinal fluid protein result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed urinary cerebrospinal fluid protein result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result was reported out to the physician(s). The customer repeated the same sample on the same dimension vista instrument, resulting higher. The customer repeated the same sample on an alternate dimension vista instrument, resulting higher than the original result. The customer issued a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed urinary cerebrospinal fluid protein result.